Event description:
Necessary corrections were submitted with this report as requested by medical safety: 1. Removed harm code 1912 with t011, as no hypoglycemia details were given. 2. Removed rfr ea18 possible over delivery anomaly from svn (B)(4), as no hypoglycemia details were given. 3. Updated description summary by removing over delivery. No hypoglycemic details mentioned in claim. Updated summary: it was reported that medtronic minimed legal received information from the attorney of the family on april 25, 2024, medtronic received notice of a device/product legal hold notification containing one individual claimant. The customer claims that using one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring (physical or cosmetic) resulted in a probable under-delivery, causing the claimant to suffer serious injuries. The customer reported hyperglycemia and diabetic ketoacidosis, which were treated with an IV insulin drip (intravenous insulin infusion), in an ems, ambulance, or emergency department visit, and an overnight stay in the hospital. As no troubleshooting was detected, the customer reported no events before the events were identified. The event involved product(s) mmt-1715kl, mmt-332a, and unomedical. The customer reported high and low blood glucose levels. The customer stated that the pump had been dropped, bumped, and may have suffered physical or cosmetic damage. The customer requested assistance with an issue that was not addressed in the existing troubleshooting guides. No further patient complications were reported. No product return is required for mmt-1715kl. No product return is required for mmt-332a. No product return is required for unomedical. Frn- mmt-332a-rsvr, unomed inf set.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that medtronic minimed legal that received information from the attorney of the family on april 25, 2024, medtronic received notice of a device/product legal hold notification containing one individual claimant. The customer claims that using one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring (physical or cosmetic) resulted in a probable under-delivery or over-delivery anomaly, causing the claimant to suffer serious injuries. The customer reported hyperglycemia and diabetic ketoacidosis, which were treated with an IV insulin drip (intravenous insulin infusion), in an ems, ambulance, or emergency department visit, and an overnight stay in the hospital. As no troubleshooting was detected, the customer reported no events before the events were identified. The event involved product(s) mmt-1715kl, mmt-332a, and unomedical. The customer reported high and low blood glucose levels. The customer stated that the pump had been dropped, bumped, and may have suffered physical or cosmetic damage. The customer requested assistance with an issue that was not addressed in the existing troubleshooting guides. No further patient complications were reported. No product return is required for mmt-1715kl. No product return is required for mmt-332a. No product return is required for unomedical. Frn- mmt-332a-rsvr, unomed inf set.